Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated during treatment an"m31 air detected in cassette" alarm was received and pd treatment was cancelled. When contact cancelled the treatment and removed the supplies from the cycler, fluid was found leaking from behind the cassette. Follow-up was made with the pd patient, who stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy. The patient stated he was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided, and confirmed he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The sample was discarded and was no longer available for evaluation. The lot number was unknown at this time.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated during treatment an"m31 air detected in cassette" alarm was received and pd treatment was cancelled. When contact cancelled the treatment and removed the supplies from the cycler, fluid was found leaking from behind the cassette. Follow-up was made with the pd patient, who stated he reverted to continuous ambulatory peritoneal dialysis (capd) therapy. The patient stated he was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided, and confirmed he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The sample was discarded and was no longer available for evaluation. The lot number was unknown at this time.